Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level were elevated at 429mg/dl. Elevated bgs were treated by administering manual injections, and the issue resolved.